Event description:
It was reported that the set screw was difficult to remove during a routine device replacement procedure. The set screw was successfully removed, and the device was replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of problems with the setscrew disconnecting the leads from the device was not confirmed. Analysis revealed the setscrew was normal with no stripping of the inset. The setscrew shows no signs or marks from difficulty inserting the wrench or turning the wrench. Lab testing revealed the setscrew tightened and loosened normally. No anomalies were revealed with the setscrew or the device. The device was at elective replacement indicator (eri) level upon receipt. A longevity assessment was performed based on field settings and the device met projected longevity indicating normal battery depletion.